Manufacturer narrative:
(B)(4). A third party field service technician went onsite and was not able to duplicate the reported event. No critical component was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported volume inaccuracy on the lap top ventilator 1150. At this time, there is no information regarding patient involvement associated with the reported event.